Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during drug injection, there was fluid leakage from between the tip connector and the tube. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter city and g1 - contact office email: correction. H3 and h6. Codes: updated. Device evaluation: received three (3) used cassette reservoirs - flow stop nrfit. As received, there were no damages or anomalies observed. To replicate clinical use, the cassettes were filled with 250ml of water using the manufacturing procedure as a guide using an ICU medical provided syringe. During the filling process, a leak was observed between the tubing and female luer of the cassette. Further inspection of the bond showed spotty solvent coverage at the tube luer bond. The luer tube bond was separated and the tube and bond pocket was observed. A solvent channel was observed on the tube. A dimensional analysis was done on the inner diameter (i.d.) Of the connector bond pocket at the base. The tubing o.d. Was also measured. The used sample connector and tubing measurements are within the ranges specified in the product drawing. The complaint of leakage can be confirmed. Corrective actions are in process including root cause analysis. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.